Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) found the recharger was unresponsive. Led's scrolled continuously and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer placed the recharger in the socket for a recommended period and the base presents the fault as if it was charging but does not complete the charge. A clinical specialist was present was confirmed the problem. The wireless recharger was collected to carry out the replacement. The issue has not been resolved at the time of this report. No symptoms were reported.